Event description:
Father called stating that pump did have visible alarm but there was no audible tone when running the self-test. Unit has not been dropped nor subjected to moisture. Customer taking what has been prescribed by physician.